Event description:
The dealer states the consumer was using the shower chair, it collapsed, and the consumer fell to the floor. The consumer states her buttocks was sore and she had to crawl to her living room to call her daughter and had to lie naked on the floor for 2 hours waiting for help to arrive.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.